Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was 600 mg/dl with large ketone levels, abdominal pain, and nausea. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported that the pump was experiencing an intermittent power issue. During troubleshooting, it was determined that the pump¿s battery required replacement prior to the intermittent power issue; replacement with a new battery reportedly resolved the alleged power issue. This complaint is being reported because the alleged hyperglycemia was related to a use error. There was no indication of a pump malfunction.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on 04/02/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. The total daily dose history appropriately reflected the user programmed basal rates. The battery compartment and battery cap were found to be undamaged; the battery cap was able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.